Event description:
The customer initially called for assistance programming the basal rates on her insulin pump. During the phone call the customer mentioned that she had been hospitalized previously due to diabetic ketoacidosis. The customer stated that her blood glucose reading was over 700 mg/dl at the time of the hospitalization. The customer had already been sent a replacement insulin pump since the hospitalization occurred for an unrelated reason.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.